Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. He device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infusion during therapy. The pump programmed to infuse lipids at a rate of 16. 7ml/hour to be infused over 12 hours. About 5 hours later the pump was beeping indicating that the infusion was completed and the bag was completely drained. No additional information is available.